Manufacturer narrative:
The sodium electrode lot number was fbv83 with an expiration date of 13-sep-2026. The calibration and qc data were provided, and they were acceptable. The alarm trace showed a sample pipetter alarm and multiple abnormal aspiration alarms noted on the date of the event, around the time the sample was processed. The field service engineer (fse) found that the customer skipped the maintenance by cleaning salt crusting from the reference electrode with deionized water, executing an ion-selective electrode (ise) flow path wash, and purging air bubbles with reagent primes. The fse educated the user on the required three-month maintenance frequency, an ise check and qc were performed, and they were within specifications. The patient sample was tested, resulting in a value aligned with the expected clinical values. The fse verified that the instrument was performing within specifications. The cause of the event was due to an improper product handling by the customer (not performing the quarterly maintenance function).

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas c 303 analytical unit. Initial result: 129 mmol/l. The provider questioned the initial result, prompting the repeat of the sample. Repeat result: 135 mmol/l. The repeat result was deemed to be correct.